Event description:
It was reported that pump displayed repeated minimum fill notifications when caller attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic area of pump as instructed, attempted to reload same cartridge, then followed guidance to fill and load new cartridge using proper technique, but issue was not resolved, and customer used backup insulin injections; no additional information was received regarding further outcome of event.